Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jul-22. It was reported that the pump had begun alarming again on 2019-jul-20. They had met with a representative to have the alarm silenced "6 weeks ago" but the alarm had begun again and it was going off every 10 minutes. The pump had been empty for 6-8 weeks. Their previous hcp was still refusing to assist them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 1840 mcg/day) and sufentanil (unknown concentration at 49.42 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump ran out of medication and was beeping every 15 minutes. The pump ran out because the patient's service was "terminated" with their managing health care professional (hcp) and no other hcp had agreed to accept the patient. The caller was redirected to follow up with a hcp to have the pump checked and refilled. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2019-jul-24. It was reported that the pump was programmed off with a pump off passcode. No further complications were reported.